Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012152076 was returned and analyzed. During visual inspection, the array assembly was confirmed to be knotted, the array pebax tube appeared pinched and twisted at the distal arm, and the extended guide wire lumen appeared intact with no visible artifacts. X-ray imaging and optical inspection were performed. X-ray imaging confirmed the integrity of the nitinol array wire. The nitinol array wire was properly attached at the distal end near the tip of the catheter, but partially receded from its groove in the dual lumen. The electrode wires appeared intact without breakage or detachment from the electrodes. During mechanical verification of the steering and slide mechanisms, initial stiffness in the slide control function was encountered, likely due to dried blood, but it was still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Retraction into the received sheath was not possible due to the knotted array. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit ablations to be performed using the generator. The hipot and electrical continuity tests were performed. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test did not reveal any anomalies. In conclusion, the reported issue of a knotted array was confirmed through testing. The pfa catheter failed the returned product inspection due to the knotted array, the nitinol array wire was dislodged from the dual lumen, and the pebax tube was twisted and kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, the pulsed field ablation catheter had a knot at the end and could not be pulled back into the sheath. The array could not be deployed therefore the pulsed field ablation catheter and sheath were removed as one unit. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.